Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 23-apr-2024, it was reported that the patient experienced that five infusion set cannula were kinked. Within 3 hours of abdomen insertion customer noticed symptoms. The first event occurred on march 03, 2024; the second on march 15, 2024; the third on march 19, 2024; the fourth on march 25, 2024 and last fifth on march 29, 2024. Additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 5 of 5.